Manufacturer narrative:
Final analysis of the pump found that the stalls were due to corrosion and missing teeth on gear wheel 3. Additionally, there was corrosion, residue, and moisture seen throughout the motor¿s gear-train.

Event description:
It was reported that the pump had been working well for the five years following implant. It was stated that the patient had heard the pump alarm on (B)(6), though no notice or event was seen in the logs. On (B)(6), the pump sounded a critical alarm which interrogation revealed was a motor stall. The first stall had recovered after 17 hours of being stalled and, at the time of report, the second stall had not recovered yet. At that time, the patient was admitted to the neurosurgical department and the pump was replaced. Following replacement, the pump was filled and programmed without any complications. It was stated that the patient was in good condition, but had a marked increase of muscle stiffness just before the surgical procedure. The patient spent the night in the neurosurgery department before being discharged the following morning. The device system was used to deliver baclofen. Thirteen days later, it was reported that the device system had been filled with lioresal until the end of the previous year, but was later being filled with an imported generic baclofen from sun pharmaceutical industry. It was noted that there were no preservatives used for the drug preparation and there had always been only one drug in the pump during it's service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.